Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no button response at act keypad due to flattened dome switch. J2 connector was inspected and locked on lcd board. Unable to verify no delivery or battery power loss due to keypad not responsive. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had battery out limit alarms, had rejected new batteries, no delivery alarms and diminished battery life. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.